Manufacturer narrative:
(B)(6). The subject device has not been returned to the manufacturer for evaluation. It is anticipated that it might be returned. If the device is returned for evaluation, this complaint will be reopened and a supplemental MDR report will be submitted containing the evaluation results. (B)(4).

Event description:
It was reported that approx. 1.5cm - 2cm of the tip of the guidewire snapped off inside the femoral bone when removing the guidewire to reposition during acl surgery. The tip of guidewire could not be removed and was left in the patients femoral bone.